Manufacturer narrative:
UDI: unknown part number, UDI unavailable. The pump remains implanted, thus was not returned for evaluation. As such it is not possible to evaluate the pump and determine the root cause of this complaint. Furthermore the clinician could not acquire the serial number of the subject pump; therefore, the device history records could not be reviewed. At this time this complaint is considered to be closed. Should the pump be returned at a later date, this complaint will be re-opened and an evaluation will be performed.

Event description:
The clinical call line called and asked me to call (B)(6). I was to ask for the clinician. The operator transferred me to the clinician. He said the patient was in an overdose situation which they do not believe was due to the pump but wanted to empty it anyway. They stated there is morphine in the pump. I gave him instructions to use a 22 gauge huber needle connected to an extension tubing with a syringe on the end. They have no refill kit so must use their resources to access the pump and empty of the morphine that is in the pump. I asked for a return call to make certain they were successful but have not received any return calls. They would give me no other information about the patient or his pain physician who normally takes care of emptying and refilling the pump. That is all the information I have as of now.